Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the following likely led to the malfunction, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects (white foreign material) in the jet tube. There was no patient involvement.